Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. The blood glucose value of 400mg/dl and sensor glucose value of 281mg/dl, the difference was 119mg/dl which was outside the acceptable range (greater than 30%). No harm requiring medical intervention was reported. Product return requested for mmt-7040a. Customer declined to return, or is unable to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of the two returned used sensors and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications with accurate readings. See attached file for results. In summary, sensor passed per specifications submerge sensor under different levels of glucose and sensor passed with accurate readings. Unable to confirm customer complaint of sensor glucose vs. Blood glucose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.